Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump was passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. However, insulin pump received with intermittent button response due to flattened act button dome switch (creased). No unlocked j2 or lcd keypad connector.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 350 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Troubleshooting was declined for high blood glucose level. The device will not be returned for analysis.